Event description:
Hosp states o-rings were swollen. Hosp states the were using tergal 800 as a detergent but records indicate otherwise. (Cu tech) was sent to the facility to check the sys and found that all sys (5 total bays) were operational to factory specs. Cu tech did notice improper connections to the scope by the operator of the sys.